Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The correct catalog number is 14324_97.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 04/28/2016 to 08/08/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." The positive bi result cannot be confirmed since no media remains in the vial to confirm the presence (or absence) of growth. The ci disc is golden in color, indicating of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The likely assignable cause is user error. Reduced media or leakage found after sterrad processing indicated a broken ampule of unknown origin should have been noticed after sterrad processing. During the sterrad process, liquid media is released from the broken ampule which will result in a positive bi at incubation, since hydrogen peroxide does not penetrate liquids. The bi should have been discarded after sterrad processing per IFU. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.